Event description:
It was reported that the user experienced low glucose following a lunch announcement while using the ilet bionic pancreas and sought guidance given gastroparesis and inconsistent meal timing, with device-related details limited and no specific device component implicated. Symptoms included hypoglycemia. Outcomes included the need for oral glucose as an unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem and no identifiable device component concerns. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.